Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernia. The procedure performed was laparoscopic total extraperitoneal bilateral inguinal hernia repair. The patient experienced inguinal pain.